Event description:
Procedure: pulmonary resection. According to the reporter: during the procedure, the loading unit came off from the instrument when it was being fired. The unit loading could not be opened again, therefore it was levered its jaws and it was opened. Then they used a new instrument and a new loading unit to finish the surgery without further problems. This delayed the surgery about half an hour. There was no injury for the patient.